Event description:
It was reported that the patient had been hospitalized. The patient reports their controller readings was 126 mg/dl and then 133 mg/dl while their finger stick readings were showing 133 mg/dl then 150 mg/dl followed by 160 mg/dl. The patient reports having a loss of balance, vision loss and feeling like they are coming down with then flu. Upon arrival of emergency medical services, the patients blood glucose level was 189 mg/dl. Emergency medical services was with the patient for 2.5 hours and then had brought them to the hospital. Once at the hospital the patients had blood work and an electrocardiogram administered. In addition, the patient had a chest c-ray administered. The patient was discharged from the hospital the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+.